Event description:
It was reported that (3) er420 were used during an unknown procedure. It was reported by the affiliate clip would not feed into the jaw properly. Opened another device to complete the case. There was no adverse outcome.